Event description:
A report was received that a patient experienced an allergic reaction at the insertion site following a procedure. The patient saw a dermatologist who believes the cause is the cannula or the electrode. It is not known if medical intervention was provided to the patient. No further information can be obtained.

Event description:
A report was received that a patient experienced an allergic reaction at the insertion site following a procedure. The patient saw a dermatologist who believes the cause is the cannula or the electrode. It is not known if medical intervention was provided to the patient.